Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the stopper of one tube was loose resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo indicated a stopper pop off. A total of 10 retained samples were subjected to functional tests and none of the cap/stopper assemblies popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the stopper of one tube was loose resulting in sample leakage. No adverse impact was reported regarding the patient or user.